Manufacturer narrative:
The device was discarded. The failure reportedly occurred after a month of utilization (use). The manufacturer's direction for use for shiley lpc, fen, cfs, cfn, lgt states under caution: the shiley tracheostomy tube is classified as a disposable medical device. The manufacturer recommends that the tracheostomy tube usage not exceed 29 days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician. To better understand whether the device failed during or after the scheduled/routine use, attempts are being made to obtain clarification from the customer regarding the actual number of calender days the device was used, the handling, care and cleaning performed by the user. If significant information is obtained a correction or follow up report will be submitted.

Event description:
The customer reported that the area where the internal cannula is inserted, was worn and broken after a month utilization of the device. No other information was provided.